Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and was prescribed oral antibiotics (date and duration not reported) without resolution. Subsequently on (B)(6) 2015, the patient's abutment was exchanged. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's abutment exchange procedure on (B)(6) 2015 was completed under general anesthesia. During the same procedure, excess tissue was excised. This report is filed february 10, 2016. The implanted device remains.